Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's heart rate was 120 bpm event at rest. As a result, the device was reprogrammed to accelerometer only. No adverse patient effects were reported.

Event description:
Information was subsequently received that there was close to no response from the accelerometer. As a result, the minute ventilation sensor was reactivated. No adverse patient effects were reported.